Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a "defib pacer device failure" message. Complainant indicated that the clinician power cycled the device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the device history logs. However, the reported problem could not be duplicated with the device. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.